Event description:
It was reported that the following day after the procedure, the patient complained of pain and redness at the puncture site in the groin when the anesthetic agent wore off. The physician characterized this as a burn. No treatment was given and the patient recovered.

Manufacturer narrative:
Other for no allegation of product malfunction or non conformance contributing to the reported event. Additional information was received from the user facility. It was confirmed that the physician did not allege any malfunction of the device. It was reported that a 20 or 22 gauge stainless steel hypodermic needle was used in accordance with the directions for use. The needle was inserted deep into the flesh to provide maximum area. New cables were used and multiple coils were detached. The patient did not report feeling a burning sensation. There was no special preparation of the grounding site and no other devices were in the area.